Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl. The customer treated low blood glucose value with orange juice. The customer stated that the insulin pump reading went to 350 mg/dl, he delivered a bolus to correct it using a manual injection. The customer¿s other blood glucose values were 169 mg/dl, 143 mg/dl and 176 mg/dl. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.